Manufacturer narrative:
The device was received for investigation. The complaint of "malfunctioning pump, it goes on and off by itself" was investigated. The device was found with a damaged fluid shield. The logs were downloaded and sent to clinical engineering for review. The review found the following: [starting in the fourth week of january the pump was being run on battery down to a low battery state (level_1) the battery was dropping its voltage level so rapidly that intermediate charge states were not being logged. This indicates a bad battery. There were two logged instances of uncontrolled shutdown logged, but they were both essentially the same event because the pump battery charge was low and the pump was restarted on battery power after the first uncontrolled shutdown. The customer complaint of the pump going off by itself is confirmed and determined to likely to have been caused a bad battery]. Replaced asm battery and the change battery softkey was pressed. The customer complaint of "malfunctioning pump, it goes on and off by itself" was confirmed with a probable cause of asm battery (defective).

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump where it was reported that the pump goes on and off by itself. There was unknown patient involvement and no report of patient harm. No additional information available at this time.